Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information about the event was requested, but not received. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The manufacturing date was unable to be determined. Based on the results of the investigation, and because the device was not returned for analysis, the definitive root cause of the connecting tube issue could not be determined. It is possible that the tube was not pushed enough and did not click during connection. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿over time, the connecting tube will deteriorate because it is subject to wear with each use. If any of the following are found with the connecting tube, do not use it and replace it with a new one. Connecting a defective tube could prevent the effectiveness of the cleaning and high-level disinfection process. Move the lock levers of the connecting tube to make sure that they function properly and are not broken. Connect each connector firmly by pushing until the connector clicks into place. After connection, pull the connector gently to confirm that it cannot be disconnected easily.¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device referenced in this report is currently working correctly and will not be returned for evaluation; therefore, the device evaluation could not be completed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that, during reprocessing, the connecting tube was popping off the tracheal intubation fiberscope. The connecting tube could not be connected to the channel connector in the reprocessing basin of the oer-pro (subject device). There were no reports of patient harm associated with this event. Subsequently, the customer reported that the device is not being returned because the problem was resolved. The issue was due to user error. Related patient identifiers: (B)(6), maj-1511, connecting tube; serial unknown. (B)(6), lf-gp, tracheal intubation fiberscope; serial unknown.